Event description:
During the implant of a left ventricular assist device (lvad), it was reported by the vad coordinator that during the process of de-airing the pump, the surgeon started the pump at 6000 rpms. After starting the pump, the pump ran for approximately one minute and then stopped. The pump burn in went smoothly without any issues prior to this event. The pump was started again after the outflow graft was connected. The system controller was switched out at the end of the case with no further problems reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for eval. Upon review of the log file, various alarm conditions were recorded, including "low speed hazard", "low flow hazard" and "motor stopped" which were due to the "motor stop command received" event. Per the manufacturer's design, the software routine that detects if the driveline is disconnected while the pump is running does so by monitoring the motor speed and current. If the motor speed falls below 2000 rpm or the motor current drops below 0.1 ampere, the controller assumes the cable is disconnected and stops commutating the motor. If the pump is operating at 6000 rpm with a new controller, it is possible to drop the operating current below 0.1a if the inflow or outflow is briefly occluded and cause the pump to stop. Because auto start is disabled below 8000 rpm, the motor does not resume operation in this situation. Once stopped, the software uses a different mechanism to determine if the driveline is connected, which it is, so the display will only show that the motor is stopped without any indication as why that occurred. No further info is available. The manufacturer is closing its file on this event.